Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI (ui): (B)(4).

Event description:
During device revision, the lv lead was noted as dislodged. The lead was disabled and capped.